Manufacturer narrative:
Initial and final (B)(4) - device 5 of 6. Patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced six high blood glucose event on (B)(6) 2026 and the patient was treated with pen, pump and changed cannula. No further information is available.